Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were recorded on almost a daily basis on (B)(6) 2016 thru (B)(6) 2016. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was adjusted from 0 u/hr and .4 u/hr at no specific schedule. There is no indication that the insulin pump caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (lowest of 48 mg/dl). The customer consumed sugar tabled and food to treat bg level. Recommendation was made to consult with health care provider regarding diabetes management.